Event description:
The manufacturer received information from a facility nurse that a trilogy evo screen display was different from usual. Touch panel did not respond and could not be turned off while it continued normal operation while in patient use. There was no serious patient harm or injury that occurred or was reported. A clinical assessment determined: based on information available at this time, there is no medical harm being alleged. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a facility nurse that a trilogy evo screen display was different from usual. Touch panel did not respond and could not be turned off while it continued normal operation while in patient use. There was no serious patient harm or injury that occurred or was reported. A clinical assessment determined: based on information available at this time, there is no medical harm being alleged. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/evaluation: the device was returned to the manufacturer service center for evaluation. During the evaluation the touchscreen not responding issue was not confirmed by operational checking performed. The event log was checked, and no error indicating a failure was found. The technician confirmed either the cause of the touchscreen not responding issue nor the correlation between the screen display being unusual issue and the touchscreen not responding issue could be identified. In such a condition, the power can be turned off by pressing and holding the sound silence button and the power button simultaneously. Display board was replaced to prevent recurrence. Since dirt was confirmed, inline proximal filter was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. Coding to section h was updated. A final report is being filed at this time.